Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 and 2.2 was failed. A field service engineer (fse) replaced the boards of the drawer and confirmed that the lights were illuminating, and the hardware error icon disappeared. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the entire drawer failed, required maintenance and was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.